Event description:
The customer's mother stated that the insulin pump alarmed button error and the buttons were not responding. There was no way to clear the alarm. The mother stated that no buttons had been pressed. The mother then stated that when customer was taken to the hospital for high blood glucose levels, after realizing that the insulin pump was not delivering any insulin. The mother reported a blood glucose reading of 391 mg/dl at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.